Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed non-physiological artifacts in the secondary sensing vector. A similar inappropriate shock was previously delivered in the primary sensing vector in 2021. The patient was seen in-clinic, where the artefacts were reproducible with movement in all three sensing vectors. Additionally, x-ray imaging was performed, and there was no evidence of macroscopic damage observed. The device data was forwarded to boston scientific technical services (ts) for review. Ts hypothesized there was a potential electrode fracture near the device pocket. As the secondary vector was no longer suitable to mitigate the observed sense node b artifacts, a complete system replacement was recommended to resolve the event. If explanted, ts recommended returning the system for analysis. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative). This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a sharp curve in the electrode body 25 millimeters from the terminal pin, where there was also surface abrasion and torn insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area of the observed curve. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed non-physiological artifacts in the secondary sensing vector. A similar inappropriate shock was previously delivered in the primary sensing vector in 2021. The patient was seen in-clinic, where the artefacts were reproducible with movement in all three sensing vectors. Additionally, x-ray imaging was performed, and there was no evidence of macroscopic damage observed. The device data was forwarded to boston scientific technical services (ts) for review. Ts hypothesized there was a potential electrode fracture near the device pocket. As the secondary vector was no longer suitable to mitigate the observed sense node b artifacts, a complete system replacement was recommended to resolve the event. If explanted, ts recommended returning the system for analysis. Recently, this system was surgically explanted to resolve the event. No additional adverse patient effects were reported. This s-ICD system was returned for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed non-physiological artifacts in the secondary sensing vector. A similar inappropriate shock was previously delivered in the primary sensing vector in 2021. The patient was seen in-clinic, where the artefacts were reproducible with movement in all three sensing vectors. Additionally, x-ray imaging was performed, and there was no evidence of macroscopic damage observed. The device data was forwarded to boston scientific technical services (ts) for review. Ts hypothesized there was a potential electrode fracture near the device pocket. As the secondary vector was no longer suitable to mitigate the observed sense node b artifacts, a complete system replacement was recommended to resolve the event. If explanted, ts recommended returning the system for analysis. Recently, this system was surgically explanted to resolve the event. No additional adverse patient effects were reported. This s-ICD system is expected to be returned for analysis.